Event description:
It was reported that the tip of the instrument could not be open and closed during use. No patient complications were reported.

Manufacturer narrative:
(B) (4). The instrument was returned to the manufacturer for evaluation. The visual macroscopic exam shows that the tip of the static shaft is broken from both sides by the pin. It appears that excessive force was applied to the instrument which may have caused the tip to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.